Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm approximately 1 month ago. The aortic neck was thrombosed with mild angulation and contained thrombus. The iliac arteries were calcified bilaterally. It was reported that after the bifurcated stent graft was implanted (see MFR # 2953200-2008-01077) there was difficulty seating the tapered tip of the contralateral limb into the graft cover during prep, which was successful upon further attempt. The delivery system was inserted without complication; however, it was difficult to get the stent graft to deploy. This required the physician to push harder and once deployment was initiated, the remainder of the stent graft deployed easily. The delivery system was discarded upon completion of the procedure. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Device was discarded). Conclusion: aortic neck was thrombosed, angulated and contained thrombus, bilateral iliac artery calcification.